Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report two past emergency room visits due to high blood glucose levels. The customer's blood glucose reading was 600 mg/dl. Customer stated that he thinks he forgot to bolus. Customer was treated in the emergency room, then was sent home. Customer was wearing the device at the time of visit. Nothing was replaced or returned.